Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited high pacing impedance, undefined impedance, varying impedance, and noise. The lead was capped and remains in the patient. The patient had improved ejection fraction and had never received a shock, so the physician decided to changed the patient to pacing only. The patient had an old abandoned rv pacing lead still implanted. The lead was tested and high thresholds were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.